Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2316500; model: sc-2316-50; serial: (B)(4); batch: 18230823.

Event description:
It was reported that the patient was feeling stimulation in unnecessary areas due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned as there was nothing wrong with them.